Event description:
It was reported "the battery status symbol in the upper right corner of the screen indicates that the battery is normal, but the machine shuts down directly when the power supply is unplugged, indicating that the battery status indication on the screen is inaccurate". Additional information states that the pump console was not swapped, however the pump needed to be remain plugged into an outlet to continue therapy. No patient injury or consequence. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn#(B)(4). The reported complaint for "the machine shuts down directly when the power supply is unplugged" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the battery status symbol in the upper right corner of the screen indicates that the battery is normal, but the machine shuts down directly when the power supply is unplugged, indicating that the battery status indication on the screen is inaccurate". Additional information states that the pump console was not swapped, however the pump needed to be remain plugged into an outlet to continue therapy. No patient injury or consequence. The patient's current codnition is reported as "fine"